Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer supplied x-ray images; review of the mages were inconclusive. The customer's reported complaint description of PICC dislodged/misplaced from the vena cava into the subclavian vein cannot be confirmed. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Event 2 of 2 (same patient) reference (B)(4), 1317056-2021-00069 for first event. The distributor reported the same patient had an issue with the second bio-stable 4f sl-55cm placed. It was reported the same issue occurred; during injection of contract medium (4ml/sec) for a CT scan, the PICC dislodged/misplaced from the vena cava into the subclavian vein. Ultimately, the PICC was removed and replaced. There was no report of patient harm or adverse event as a result of this incident.